Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kink in the 3cg stylet was confirmed but the cause is unknown. A photo of the distal end of the 3cg stylet was returned for evaluation. No breaks were seen in the outer plastic tubing of the stylet. However, a kink was noted in what appeared to be the magnetic region of the stylet. Microscopic examination, tactile evaluation, and dimensional analysis could not be conducted without the physical sample. The mechanism of damage could not be determined from the returned photograph. Possible contributing factors could include advancement/retraction against resistance, the stylet becoming kinked during manipulation, and/or extension of stylet tip past the distal end of the catheter during insertion.

Event description:
It was reported "provena PICC 4f solo inserted to pt. When the stylet was removed, I noticed that the stylet wire was bent on tip, no fracture noted, tip intact. I was able to observed the insertion processed and it was easy insertion. No resistant noted." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2385 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "provena PICC 4f solo inserted to pt. When the stylet was removed, I noticed that the stylet wire was bent on tip, no fracture noted, tip intact. I was able to observed the insertion processed and it was easy insertion. No resistant noted." No other information was provided.